Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the early tavr (etv) clinical study, a 23mm sapien 3 ultra valve implanted in the aortic position underwent a valve in valve procedure approximately 4 years and 4 months post-implant due to increased gradients and regurgitation. A tte two years post-implant revealed a mean gradient of 23 mmhg. The valve mean gradient continued to rise to 25mmhg 3 years and 6 months post-implant. The patient had a tte approximately 4 years and 4 months post-implant, and aortic valve bioprosthesis with significant obstruction was observed. The mean valve gradient measured 35mmhg. When compared to patient's previous study dated 3 months prior, there has been significant increase in velocity across the aortic valve bioprosthesis consistent with worsening obstruction. The patient was hospitalized for congestive heart failure and was symptomatic with dyspnea upon exertion, shortness of breath, and pre-syncope. Tte 4 years and 5 months post-implant reports a mean gradient of 37.22mmhg, and ava of 1.0 cm2. The patient underwent a valve-in-valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The report of valve increased gradients and regurgitation were confirmed based on medical record. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation (including transvalvular leak and paravalvular leak) is a potential adverse event associated with bioprosthetic heart valves and the tpvr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definitive root cause of the regurgitation is unable to be determined at this time. In this case, the patient had vast comorbidities (e.g. Diabetes mellitus type 2, hyperlipidemia, etc.), which are factors that may increase the risk of early valve degeneration, leading to increased gradients as reported. As such, available information suggests that patient factors (vast comorbidities) may have contributed to the increased gradients. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.